Event description:
It was reported that during a laparoscopic cholecystectomy, the surgeon was using the shear to remove the gallbladder from the liver bed and after two minutes of activation, the tissue pad fell off the instrument. The surgeon retrieved the tissue pad and the case was completed with another shear. There was no pt consequence.

Manufacturer narrative:
The analysis confirmed that the device was returned with the distal tip of the blade broken off and missing, with the clamp arm detached and missing, and the inner tube hinges bent outward. As the clamp arm was not returned, further evaluation of the clamp arm could not be performed. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use."